Event description:
According to the reporter: the stapler snapped. Pieces retrieved from the patient and repaired damage with over sewing after the clamping vessel. No reinforcement material was used.

Manufacturer narrative:
(B)(4).